Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with an infrarenal to resolve an endoleak of a competitor device. Reportedly, after the infrarenal implant, the leak remained. Physician performed open surgery to address the issue without explanting any devices. No patient injury has been reported.

Manufacturer narrative:
Based upon the clinical evaluation, the reported unclassified type endoleak was confirmed. A non-device related type ii was also confirmed. A manufacturing record review was performed, and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause of the event was not definitely identified but use of the device to correct a non-endologix device malfunction is considered outside the scope of intended use of the endologix device. The performance of the endologix device as a supplement to a competitor's device has not been evaluated and is considered misuse of the endologix device. Additional factors that may have affected the patient outcome were as follows: the presence of untreated type ii endoleaks; intermittent use of anticoagulation and antiplatelet therapy; and a reported intimal dissection and other patient complications and non-aneurysm patient treatments. Overall, no design or manufacturing issue was identified. The root cause appears to be related to the operational context in which the device was used.